Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image during procedure.

Manufacturer narrative:
Alleged failure: bad image. Probable root cause: incorrectly assembled optical train; damage to optical train; debris in optical train; end of life wear-out; shipping damage; use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Manufacturing date is unknown.

Event description:
It was reported that there was loss of image during procedure.